Event description:
The event is reported as: alleged issue: the staples did not detach themselves from the anvil. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
No lot # available. Visual exam of photo provided did not show the reported defect. No other defects were observed. Actual sample not received by MFR in time for this report. Complaint cannot be confirmed by photo provided. The MFR will continue to monitor and trend relating complaints.